Event description:
The customer reported that the system had a precharge error and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was then found to be operating as intended and put back into service.